Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that following an unrelated surgery the patient could no longer connect to the ipg. Patient turned the system off but did not set to surgery mode. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on (B)(6) 2026.